Event description:
During a l5-s1 diskectomy and interbody fusion, pt was implanted with an atb plate and 5.5mm ti cancellous screws. An x-ray taken 3 weeks post operative revealed, screw breakage at s1 and entire construct has slid. Pt with unstable l5-s1 isthmic spondylolisthesis underwent procedure for l4-s1 pedicle screw instrumentation, posterolateral fusion, open reduction l5-s1 spondylolisthesis, with right iliac crest bone graft with planned removal of instrumentation at a later date.

Manufacturer narrative:
Additional info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded. No conclusion could be drawn. Review of manufacturing records could not be requested without a lot number. Note: the complaint handling unit (chu) received a fact sheet from the product liability group on february 19, 2009. The info on the fact sheet was noted as being received on 07/30/08 by product liability. The chu is subsequently submitting this 30 day notification based on the info received on february 19, 2009.